Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set dislodged issue due to which the patient faced hyperglycemia event on (B)(6) 2026. The patient went to emergency room and was there for 2 hours 45 minutes and hasn't left ER yet. The patient blood glucose was 400 mg/dl at the time of the event and the patient hasn't received any treatment yet, but doctors are in the process of getting IV insulin and saline setup. The patient has not released from the emergency room. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.